Manufacturer narrative:
The hospital reported the adjustable pressure limiting valve disk was replaced to resolve the reported complaint.

Event description:
The hospital reported that, during a case while in manual ventilation mode, a buildup of pressure was noted. The clinician reportedly switched to mechanical mode to continue the case. There was no reported patient injury.